Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customers blood glucose (bg) level was not impacted due to the malfunction alarms. In addition, the customer reported to have experienced a bg level of (57 mg/dl) the customer consumed sugar to stabilize bg level. The customer stated low bg level is not caused from the pump. However the customer declined to troubleshoot with tandem technical support. It was indicated that the customer would use backup pump as alternate insulin therapy.